Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated customer was feeling very low and tested her blood with the mobile system at 9:00 and obtained a result of 6.6 mmol/l. The customer thought that this was incorrect. She did not take any action due to that result. Sometime between 9:00 and 9:15, the customer fell into a "diabetic coma" and was unconscious; the family was not able to help her and called the paramedics. The ambulance arrived at 9:15 and checked her blood with their own device and it showed 2.7 mmol/l. Customer was treated with glucagon injections and was admitted to the hospital for the next 12 hours. The customer is currently feeling fine and has fully recovered. The manufacturer requested return of suspect product for evaluation.